Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, the customer's initial report of the distal end falling off was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer¿s investigation, a definitive root cause could not be determined. Although a definitive root cause could not be determined, the following are potential causes of the cutting knife damage: 1) during tissue incision, discharge occurred due to one of the following factors: during tissue incision, an electrical discharge might have occurred due to one of the following factors. The setting of the high-frequency cauterization power supply was used in solidification mode. The setting of the electrosurgical unit was coagulation mode when the device was used for the procedure. The energization time was long. The activation time was too long. 2) the discharge caused locally high heat to be applied to the incision knife, which reduced the strength of the incision knife. Also, the incision knife burned an electrical discharge occurred, and the part of the cutting wire became hot instantly. As a result, the strength of the cutting knife decreased. Also, the cutting wire was scorched. 3) the incision knife with reduced strength was subjected to the load at the time of tissue incision, and it broke. During tissue incision, a load was applied to the cutting knife which has the reduced strength. This might have caused the cutting knife to break. The event can be detected/prevented by following the instructions: in rare cases, chips and electrodes, deformation or fracture of the incision knife may occur depending on the usage conditions, such as when the setting of the high-frequency ablation power supply is used in solidification mode, when the output setting is high, when the energization time is long, when the contact length between the tissue and the incision knife is short, etc. Always check the tip for abnormalities during use. If chips and electrodes are found to be chipped or falling off, or the incision knife is broken, stop using it immediately and use a spare high-frequency knife. Using an abnormal high-frequency knife may lead to perforation and major bleeding. Missing tips, electrodes and incision knives should be collected using grasping forceps. When the electrosurgical unit is used in the coagulation mode, crack/detachment of the tip and the electrode or deformation/break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should cracks or detachment of the tip or deformation/break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the insertion portion of this instrument. Do not continue using an abnormal electrosurgical knife to prevent perforation or hemorrhages. If the tip or cutting knife is detached be sure to collect it using grasping forceps. Aspirate liquids such as mucus adhering to electrodes, incision knives, tubes, or tissues in body cavities. Energizing a liquid such as mucus without inhalation may lead to perforation, major bleeding, mucosal damage, and burns of tissues not subject to incision. In addition, if the electrode and incision knife are energized while floating from the incision tissue without aspiring a liquid such as mucus, discharge is likely to occur, resulting in chipping or falling off, deformation or fracture of the incision knife. Aspirate fluids such as mucus that adhere to the electrode and/or the cutting knife, outer sheath and body cavity tissues. Patient injury such as punctures, hemorrhages, mucous membrane damage and thermal injury of tissue could result if output is activated when in contact with these adhering fluids. When current is discharged while the cutting knife is being separated from the mucosa under wet situation, it may break the cutting knife or crack the tip. Aspirate liquids such as mucus adhering to electrodes, incision knives, tubes, or tissues in body cavities. Energizing a liquid such as mucus without inhalation may lead to perforation, major bleeding, mucosal damage, and burns of tissues not subject to incision. In addition, if the electrode and incision knife are energized while floating from the incision tissue without aspiring a liquid such as mucus, discharge is likely to occur, resulting in chipping or falling off, deformation or fracture of the incision knife. The voltage strength of the induction ablation power supply device by waveform is as follows. Incision/soft coagulation wave< mixed wave< coagulation wave*1 (apc mode, etc.). 1 spray coagulation waves cannot be used with this product. Always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. Excessive output level and time may result in patient injury, such as punctures, hemorrhages or mucous membrane damage. Application of high-voltage waveforms for extended periods increase the likelihood that it may break the cutting knife or crack the tip. When a high-voltage waveform has to be used, minimize the duration of current application. Electrosurgical unit: voltage intensities of various waveforms soft coagulation cut / pulse cut forced coagulation. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, during a therapeutic upper gastrointestinal endoscopic submucosal dissection while trying to remove dirt from the tip of single use electrosurgical knife the insulating the tip fell off after wiping it outside of the patient¿s body. A similar device was used to complete the procedure. There were no reports of patient or user harm associated with this event.